Event description:
It was reported that while the patient had her pancreas and spleen removed, her interstim device was on. The patient stated that since then the device did not work well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v856545, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).